Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was charging the pump upside down. The customer continued to use the pump for insulin therapy.